Manufacturer narrative:
Additional information was received. Additional information: the event was not product quality related but instead related to patient anatomy hence the vitrectomy. The doctor had to use another kind of lens. Also it was confirmed that this event occurred on the same day/same procedure (not actually an explant), lens removed and replaced by back-up lens, no patient injury. If implanted; give date: (B)(6) 2016. (B)(4). The intraocular lens was returned to the manufacturer for evaluation and was received already cut in half, most likely to make the explant possible. Considering the condition of the lens, additional analysis was not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during post examination, doctor performed a vitrectomy and intraocular lens (iol) was removed. No additional information was provided.